Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. A DHR review revealed that the product met specifications at the time of manufacturing.

Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that the blade broke in the patient. The intended procedure was completed. There was no patient injury.